Event description:
The information received from the affiliate stated that the smart control 8mm x 40mm stent did not cross the lesion. The product was returned for evaluation and analysis showed that the tip of the brite tip was split. The patient is a (B)(6) male. The target lesion location was the internal carotid artery. The vessel was described as tortuous. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated. The physician advanced the stent delivery system over the guidewire, but when it reached the lesion, it would not cross. The device was removed and the lesion was successfully treated with another stent. It was noted that device was not broken during the procedure. There was no reported injury to the patient. The reporter states that the damage may have happened during the shipment of the product for analysis.

Manufacturer narrative:
The information received from the affiliate stated that the smart control 8mm x 40mm stent did not cross the lesion. The product was returned for evaluation and analysis showed that the tip of the brite tip was split. The patient is a (B)(6) male. The target lesion location was the internal carotid artery. The vessel was described as tortuous. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. The lesion was not pre-dilated. The physician advanced the stent delivery system over the guidewire, but when it reached the lesion, it would not cross. The device was removed and the lesion was successfully treated with another stent. It was noted that device was not broken during the procedure. There was no reported injury to the patient. The reporter states that the damage may have happened during the shipment of the product for analysis. One non sterile pkg assy 8x040 smart vas120cm was received coiled inside of a plastic bag. The locking pin and the stent were received in the correct location. Outer member was kinked at 3.6cm from ID band, but it may have occurred when the device was introduced inside of the plastic bag in order to be returned. A split condition was noted at the brite tip. The outer diameter (od) of the outer sheath was measured at different location and it was found within specification. The DHR review could not be performed since the lot number was not provided. The reported failure by the customer as failure to cross could not be evaluated, however during dimensional analysis the device was measured and was found within specification. A split condition was found during visual analysis, it does not appear to be manufacturing related, controls exist in the manufacturing process to prevent damages to the sds as well as there are inspections to detect damages.